Manufacturer narrative:
(B)(4). Cartridge pan dislodged, premature sled movement. The analysis results showed that two ecr60w reloads were received for evaluation. The reload (a) was partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test device. The test device was evaluated for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reload (b) was received fully fired and with the cartridge pan detached. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd and 4tf. During which stroke did the event occur? Fourth. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired the first white cartridge successfully. The second reload was fired on the small bowel and upon removal when the surgeon observed the cartridge the pan had separated from the cartridge. The surgeon continued using the device for the third firing and then on the fourth firing the device locked out and when he looked at the cartridge it appeared to have fired partially. They then fired four more reloads and completed the procedure with the same device. There was no patient consequence reported.